Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had sealing problem at the screw level and image was freezing. Inspection and testing of the returned device found a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer' allegation was confirmed. In addition to the evaluation findings entered in the event description, the following evaluation findings were noted: device failed the leak test, sealing problem at the level of the screw and a problem of image which freezes, t-nut is loose, damage on switch 1, switch 3 does not work, upward/downward angulation knob cannot be locked securely due to wear of the engagement lever. The scope cover was detached, scratched engagement lever and channel tube. Forceps channel is dirty, discolored air/water cylinder. Corrosion was noted in the ultrasonic connector, light guide tube and on the flexible printed circuit board. The distal end is deformed. The bending section was damaged. The insulation resistance test failed. The objective lens has a snag. The angulation wire was worn and there was a play on the right/left control knob. The condenser unit was damaged. The universal cord was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found that there were no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause could not be identified. The issue is addressed int the instructions for use [IFU] do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received identified that the event occurred before the procedure, and around january 2023.